Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The unit was received inoperable due to a constant system error. Flow rate testing could not be performed on this device due to this system error. Review of the history log for events on (B)(6) 2013 shows no infusions took place on the date reported by the customer.

Event description:
It was reported that a spectrum infusion pump was programmed to infuse 250 ml of potassium phosphate over 5 hours (rate unknown). The nurse was alerted to a heart rate drop from a baseline of 80 bpm to 60 bpm. At that time, the patient's potassium level was checked and the potassium level changed from 3.9 to 7.4. The nurse noted that the potassium had infused too quickly. To prevent injury, kayexalate was given to the patient to correct the potassium levels.